Manufacturer narrative:
Investigation summary: no samples and 2 photos were returned by the customer in support of this complaint. A visual examination of the photos was performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined that the root cause for foreign matter is attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the customer's report is that black dirt was found to be adhering to the tube before use.